Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error alarm confirmed in pump history due to broken trace at pin 1 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep anomaly. The customer¿s blood glucose was unknown. Customer reported that they were having trouble hearing the beeps. The customer was assisted in performing a self test and insulin pump vibrated but the suspend was not. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and refer to back up plan. The insulin pump will be returned for analysis.